Event description:
A report was received that alleges the tracheostomy tube had cracked at the 15 mm connector after an unknown amount of time in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.